Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knives were noted to not be sharp enough. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the knife was noted to be not be sharp enough while the surgeon was attempting to make the incision during surgery. No patient impact has been reported.